Manufacturer narrative:
Batch review performed on (B)(6)2023: lot 2248496: (B)(4) items manufactured and released on 10-jan-2023. Expiration date: 2027-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Other device involved: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot 2216551: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen was unknown. At about 3 weeks post primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.